Event description:
It was reported that a spectrum infusion pump had an air detector issue. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log as air in line alarms) but did not reproduce the "air detector" issue. The evaluation found the lower reading on the ultrasonic sensor to be 850 with a fluid filled tube, which is below specification, caused by a failed upstream sensor. With low ultrasonic readings it makes the pump more sensitive to air in line alarms. The failed upstream sensor was replaced.